Manufacturer narrative:
A user carton, labeled as containing iab s/n j1449021, was returned for evaluation. Examination of the carton's contents revealed the following items: a sterile iab, s/n j1449021, within its blister tray. The tray pouches were sealed and intact. A complete insertion kit blister tray, lot ul. The tray tabs were not interlocked. The tray pouch was unsealed. A blue user evaluation form and an abbreviated guide. Probable cause of difficulty: it was reported that the plastic over the insertion kit was torn. Visual examination revealed no tears or defects in the returned opened pouch. Laboratory examination revealed that the pouch had been previously sealed as evidenced by the residual seal markings on the clear pouch. In addition, both guidewires were positive for occult blood indicating that they were handled. A review of the mfg record card indicated that this insertion kit passed inspection. Unfortunately, it is not possible to determine when the kit packaging was opened.

Event description:
The plastic covering over the insertion kit tray was torn. The iab was not used. Another entire iab user carton was opened and used. Event complications: unknown-reported 10/25/96. Pt's current status: unk- rpt'd 10/25/96.